Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection following an ipg revision procedure (mrf#: 3006630150202201742). The patients pocket site had opened and fluid discharges were noted. The physician believed that the infection was not device or procedure related. The patient underwent a procedure where in the ipg and leads were explanted. The patient was doing well postoperatively and had started antibiotics. The explanted device components were discarded by the medical facility and will not be returned.